Event description:
Consumer complaint of erratic blood results. (B)(6), sister of customer states that the customer feels well and requires no medical attention. Customer's expected blood results are 09-110mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored properly and were first opened the week of (B)(6) 2015. Customer performed back to back blood test, 74mg/dl and 128mg/dl fasting. Reviewed meter memory: 81mg/dl, (B)(6) 2015, 10:20:12 am, fasting: yes; 144mg/dl, (B)(6) 2015, 09:07:00 am, fasting: yes; 142mg/dl, (B)(6) 2015, 08:30:00 am, fasting: yes; 94mg/dl, (B)(6) 2015, 09:00:00 am, fasting: yes; 54mg/dl, (B)(6) 2015, 09:00:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause: user's misunderstanding of erratic results.